Event description:
The user experienced an issue with multiple low vancomycin results that were much higher upon repeat testing. The user stated the issue had been ongoing for months or since last year, however no data was provided until (B)(6) 2011. Patient sample 1 initial result was 1.5 ug/ml and was reported out as <1.7 ug/ml. The repeat result was 16.5 ug/ml. Patient sample 2 was from a male patient born on (B)(6). On (B)(6) 2011, the initial result was 1.9 ug/ml. The repeat result on cobas c501 analyzer serial number (B)(4) was 32.9 ug/ml. The initial results for both samples were reported outside the laboratory. The doctor called and questioned the results. No treatment was given until the repeat results were verified and corrected. The user stated he had heard of a low result mistakenly being reported and the pharmacy questioned the result. Upon repeat, the result was much higher. There was no treatment given as all treatment was held until the repeat testing was performed and a corrected report was sent. No information was provided to determine which patient sample the user was referring to. The vancomycin reagent lot number was 63990201. The field service representative determined the sample probe had wear and tear. He checked and replaced the sample probe, adjusted the cuvette water dispense, inspected and cleaned the sample syringe valve and performed mechanical checks. To verify the analyzer operation, he ran instrument precision with passing results and the user ran calibration and quality control. The field application specialist determined there was an error with the operator technique as the user was not mixing the cassette prior to loading on the analyzer. She also found the user was pouring the samples into a non-roche false bottom tube that exceeded the bottom height level as stated in product labeling. She also found the false bottom tube was being placed into a non-designated false bottom tube rack. The field application specialist reviewed the calibration traces and quality control charts. She reviewed the false bottom tube settings and set to roche false bottom tube for rack range 491-500. To verify the analyzer operation, she ran precision testing with quality control material after a new reagent pack was mixed and added to analyzer. All results were within specification.